Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Rep (B)(6) contacted technical services to report a patient that presented for a lead revision and generator change. The lead was showing noise that was reproducible with the valsalva maneuver. There were no other anomalies seen on the lead. The lead will be revised and the patient will continue to be monitored.